Event description:
The pt's neurostimulator battery stopped working about (B)(6) after implant. Her health care professional and a manufacturer's representative were unable to get the device working. The pt expressed a desire to have the device fixed or explanted. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).